Event description:
The pt reported charging problems with the implant. An advanced bionics rep performed device eval. The problem was confirmed. The pt was implanted with a new advanced bionics spinal cord stimulator.